Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector on the radio frequency circuit board. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the insulin pump continuously alarmed, indicating that the radio frequency programmable integrated circuit failed the self test. The caller stated that the issue occurred two to three weeks prior to the call. The customer's most recent blood glucose was 6.4 mmol/l. The caller stated that he received the alarm at least once daily. He stated that the alarm occurred randomly and not during the rewind/prime sequence. The caller declined troubleshooting for the alarm and requested replacement of the insulin pump. The caller was advised to replace the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan.